Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, 1} the observed foreign material/liquid found in device tip could not be identified. A definitive root cause of the issue could not be determined, as there was no deformation that might result in the retention of foreign material/liquid and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. 2) the foreign material/dirt observed inside the light guide lens could not be identified and a definitive root cause could not be determined, however, because the foreign matter was attached to an area other than the outer surface of the scope, it may not have been possible to remove it through reprocessing. 3) a definitive root cause of the gap in adhesive between the device tip and server plug-in could not be determined, however, due to the observed scrape/chip at the tip, the issue was likely the result of physical stress applied to the tip during user handling/mishandling. The issue may be detected/prevented by following the instructions for use which state: - tjf-q190v operation manual 3.3 inspection of the endoscope - operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end including the forceps elevator for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. - operation manual_ important information ¿ please read before use_ warnings and cautions warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no reportable malfunctions aside from the reportable malfunctions in the b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited residual liquid in the distal end, the inside of the light guide lens had a stain and the adhesive between the distal end and server plug-in is cracked and has a gap. There were no reports of patient involvement.